Event description:
It was reported that the patient had an infection at the implantable neurostimulator pocket site. The patient experienced chills, tenderness, extreme erythema and induration at site. It was noted that the patient had trouble sitting. The patient was given bactrim ds for 7 days. The issue was resolved without sequelae on (B)(6) 2011. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v501927, implanted: 2010 (B)(6), product type lead product ID, 3037 l ot# serial# (B)(4), product type programmer, patient. (B)(4).